Manufacturer narrative:
Philips is in process to obtain more information about the reported event when investigation is completed a follow up report will be sent to FDA.

Event description:
On 16mar2017 the customer reported to philips that on (B)(6) 2017 the air kerma displayed on the system was higher than 4 gy. No information with regard to patient injury was reported.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: 2017apr12 a philips system designer investigated the high dose issue. This investigation showed that the most likely explanation for the high reported dose is as follows: during the situation with a spectral filter failure, the 0.4 mm cu + 1.0 mm filter was present in the beam. We noticed that a cu filter was present as this was found in the data of the logging. We know that it is a cu-filter, because all filters in the collimator are cu filters (+ 1.0 mm al). The system software was unaware of the presence of this filter and assumed a worst case situation of no filter being present. This leads to a significant overestimation of the patient dose, with a factor of 4 ¿ 5. This means that the patient dose in reality was most likely around 1 gy. The philips system designer stated that the device failed because the collimator malfunctioned. The exchange rate of the v3 collimator is below the upper control limit, so no structural issue is identified and therefore no further action will be taken.